Manufacturer narrative:
Date of event is an estimate. Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (7.5 mg/day, unknown concentration) via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump had moved across the patient's stomach to her belly button. They thought the catheter was no longer connected to the pump and the medication was going into her stomach. She had an appointment with her surgeon's office at 11 on (B)(6) 2018. The event had begun about "a month" ago. The patient requested to contact a local manufacturer employee. There were no reported symptoms. No further complications were reported.